Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases and was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported being diagnosed with a "neurological disease," specifying "pituitary tumor." Device has been explanted. This record is for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr. The event of neurological symptoms is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with a "neurological disease," specifying "pituitary tumor." No indication of treatment or surgical reoperation. Device has been explanted. This record is for the left side.